Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported they noticed a hole or crack in the tubing that was infusing chemo to a patient and leaked on the floor. The hole or crack in the tubing was noted where the hard, blue plastic piece that inserts into the pump. There was no report of patient harm.